Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with insulin pump. Customers stated that they had alert for sensor updating. Customer had received numerous alert on high alerts. Customer's current blood glucose was 260mg/dl. Sensor will be return for analysis.